Event description:
A patient being treated with the model 3100a was removed for routine suctioning. After suctioning, the 3100a could not be made to start oscillating again. There were no statement from the user that the pt was compromised.